Manufacturer narrative:
This event is confirmed as a use related error. The user facility reported that on (B)(6) 2018 they inadvertently implanted a ventralight st mesh (w/ echo ps) that had an expiry date of 09/28/2018. Our records show the product was provided to the facility on (B)(6) 2016, almost two years prior to the expiration date. The expiration date is contained on each level of packaging. Remains implanted.

Event description:
It was reported that on (B)(6) 2018, during a laparoscopic repair of an incisional ventral hernia a ventralight st mesh (w/ echo ps) was implanted that had been retrieved from the hospital inventory. As reported, after the procedure was completed, it was noted the expiration date of the device was (B)(6) 2018. It is reported that the surgeon decided to leave the mesh implanted with no further medical or surgical intervention.